Event description:
The reporter stated that the surgeon was advancing an aspheric three piece collamer lens model cq2015a in the cartridge with the injector and the lens tore. There was no pt contact.

Manufacturer narrative:
Evaluation codes: results - other: a visual inspection of the returned product shows the lens is stuck in the tip of the cartridge and the lens appears to be damaged. The tip of the cartridge is damaged. It should be noted that the injector was not returned for eval. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging.